Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from USA stating the "monitor was not working properly and making loud noises." The device was being used during knee surgery. No pt or user injuries were reported. There was no add'l info provided.